Event description:
It was reported that the autopulse platform indicated user advisory 16 (time-out moving to take-up position) and that the issue has previously occurred. No adverse event reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.